Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of stroke (cerebrovascular accident) and air embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of air embolism cannot be confirmed. The reported cerebrovascular accident (stroke); however, was likely due to the air embolism. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, it was clarified that there was no leak or other issue noted with the device during this procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other device is filed under a separate medwatch report.

Event description:
This event is filed for post procedure stroke. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure. Two clips were implanted and the mitral regurgitation (mr) was reduced from grade 3-4 to grade <1. Post procedure, the patient experienced left-sided weakness, neglect of the left side and some cognitive issues. Computed tomography (CT) and magnetic resonance imaging (MRI) confirmed stroke. Only supportive treatment was provided and the patient remained hospitalized until transfer to a rehabilitation facility. The patient is recovering and is in good condition at this time. Reportedly, the physician reported concern that possibly air had entered the system through faulty stopcocks; although, there were no issues with the stopcocks during the procedure. No additional information was provided.